Manufacturer narrative:
This product is registered as a combination product. Further information was requested but not received. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced inappropriate high voltage therapy due to noise resulting in oversensing on the right ventricular lead. No intervention has been performed, the lead remains implanted.

Event description:
Additional information was received indicating the patient was in stable condition.